Event description:
The customer reported that during an endoscopic retrograde cholangiopancreatography procedure (ercp), while cutting the papilla, the thread on the olympus single-use preloaded sphincterotome broke. According to the initial reporter, this break caused intense pain in the patient who was complaining despite being anesthetized.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated field(s): d4, d9, h4. Corrected field(s): a4, a5, a6, b6, b7, h3, h5. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection therefore the reported failure was not confirmed. A definitive root cause could not be identified as the device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.